Event description:
It was reported resistance was encountered during an attempt at gaining access to perform an angioplasty and stent placement in a highly calcified lesion of the superficial femoral artery. Persistance against this resistance resulted in detachment of the radiopaque marker from this introducer sheath. The radiopaque marker lodged in the pt's soft tissue proximal to the artery. No retrieval attempts were made. The procedure was successfully completed with this unit. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the radiopague marker was not returned for evaluation. The three piece accustick system was bent in numerous places along the length. The distal tip of the 4 french sheath was bent slightly approx. 2-3 centimeters from the tip. Microscopic examination of the 6 french sheath revealed numerous areas of surface damage. The distal tip was torn in one location and pinched in two another locations. The original site of the radiopaque marker attachment was clearly observed at approx. 6 mm from the distal tip. Crimp marks and scrapes left by detachment leading up to the distal end were visible. F/u revealed the lesion was highly calcified and a lot of resistance was encountered during this procedure. This device displayed characteristics consistent with exertion against resistance, numerous bends in the system and crimp and scrape marks on the sheath. Co believes continual exertion against resistance, along with pt anatomy, may have contributed to this event.